Event description:
It was reported that removal difficulty occurred. A 3.50 x 20mm synergy megatron drug-eluting stent was being used. The stent was successful implanted; however, when deflating the balloon, the balloon became stuck on the non-boston scientific guidewire. They had to pull strongly on the balloon to remove it from the guidewire. No consequences for the patient were reported.